Event description:
The suspect device result was 456 mg/dl. The user ate breakfast and retest 304 mg/dl, about twenty minutes later user was taken to the ER abd their glucose was 90 mg/dl. Controls were out of range. The device replaced and requested to be returned for evaluation.